Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.61mm offset at the tips. Clip could not be properly loaded into the clip groove of the grip-tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure; after using, the medium-large clip applier instrument stays stuck on tissue. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The customer used release key/mechanism to open jaws. There was no patient injury and no adverse event.